Manufacturer narrative:
The insulin pump had button error alarms and no act button response due to corroded act keypad trace. The pump was received with cracked case on the top left and right corners near the display window, cracked reservoir tube lip and cracked reservoir near the reservoir window, cracked on battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.